Event description:
It was reported that a patient presented with back-up vvi mode notes on the patient's implantable cardioverter defibrillator with loss of back-up defibrillation noted. No information regarding intervention or adverse patient consequences were reported.